Event description:
Additional information was received that during the implant attempt of the second 26 millimeter (mm) valve, the valve also dislodged aortic. The deployment starting point was at the bottom of pigtail at an implant depth around 3/4 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). No pre-implant balloon dilation was performed. Per the physician, the patient's severe aortic regurgitation may have contributed to the valve dislodgement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient's severe aortic regurgitation was referring to the aortic regurgitation from the previously implanted non-medtronic surgical valve. The 29 mm valve was swapped for a 26 mm valve because it was thought that the smaller valve would help with anchoring.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a previously implanted 25 millimeter (mm) non-medtronic surgical aortic valve failed due to severe aortic regur gitation without stenosis. The true internal diameter was measured at 23mm and the mean gradient was 16 millimeters of mercury (mm hg). During the transcatheter aortic valve implantation procedure, physicians attempted to implant a 29 mm transcatheter aortic valve; however, there was difficulty anchoring the valve in the annulus, and the valve dislodged in the aortic direction at 80% deployment during three separate attempts. The valve was recaptured and removed from the patient. Physicians then exchanged the non-medtronic guidewire to another non-medtronic guidewire and attempted to implant a 26 mm valve, but again experienced difficulty anchoring the valve in the annulus at 80% deployment during two attempts. The 26 mm valve was also removed. The patient was subsequently treated with a non-medtronic transcatheter aortic valve, which resulted in a good outcome. No patient complications have been reported as a result of this event.